Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2018 due to a capture anomaly. More information was requested, but not yet provided.

Event description:
New information noted that the patient had presented in clinic with slow heart rate. The right ventricular lead was failing to capture and had high impedance. The lead was capped and replaced on (B)(6) 2018. Patient was stable post procedure.